Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump was broken. The tubing got hooked and was yanked out of the customer¿s hand. The bottom of the insulin pump¿s case was broken off and the circuit was not connected. The inside of the insulin pump was exposed. The wiring was broken. It had hit the corner of a desk. The customer¿s blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, end cap broken off and minor scratches on display window noted.